Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracic lobectomy, the device was fired, but then they could not fire it again once reloaded. They used another stapler to finish the procedure. There was no patient injury.